Event description:
Received complaint alleging patient suffered pain on or about (B)(6) 2009, visited doctor and was diagnosed with an unknown eye infection. After a conservative course of treatment that was unsuccessful, patient underwent a corneal transplant. Medical documentation has not been received and no further information was provided.

Manufacturer narrative:
The product was not returned for evaluation. The lot number and the product type are unknown. Medical documentation was not received. Based on all information, no causal factors can be determined and no conclusion can be drawn.